Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) and blood glucose (bg) level of 600mg/dl. Customer attempted to bring bg level down by changing pump supplies and bolusing via pump. Reportedly, multiple, intermittent occlusion alarms were the cause of bg level. Customer was hospitalized and received 'insulin therapy' and fluids which resolved the high bg and dka. Although requested, customer declined to provide additional information.